Event description:
An infusion pump with a failure code 810:04. The reported incident occurred during pt use with no report of pt injury. No additional info was available concerning pump programming and set-up, tubing product code and lot number in use and the medication involved if applicable. Additional contact info was requested but no additional contact was identified.